Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Aanalysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to fully retract the helix while in the patient. The lead was removed and it took 25-30 turns to retract screw. The physician did not feel that the lead screw mechanism was functioning normally. Another lead was implanted. No patient complications have been reported as a result of this event.